Event description:
It was reported that the ilet-integrated fsl3+ cgm was vibrating on multiple scans without displaying glucose data, indicative of intermittent communication failure between devices; the user reinstalled the mobile app, re-paired the ilet, and subsequently received confirmation that the sensor had started with glucose readings expected soon. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the device¿s electrical and magnetic components and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.